Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles had outer cover attachment issues. The following information was provided by the initial reporter : the patient reported the outer cover was loose and the pen needle was separated from the outer cover after being detached from the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes . D.9. Returned to manufacturer on: 12/16/2021. H.6. Investigation: one open 32g x 4mm pen needle sample and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination and an attachment of the pen needle sample to the pen was carried out and a loose cover was observed. No DHR review can be carried out as lot number is unknown. The most likely cause of this issue is due to misalignment between the hub and the cover.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles had outer cover attachment issues. The following information was provided by the initial reporter: the patient reported the outer cover was loose and the pen needle was separated from the outer cover after being detached from the pen.